Manufacturer narrative:
The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable iron gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 53.53 umol/l. The repeat result was 17.33 umol/l.

Manufacturer narrative:
The reagent lot number is 912285, and the expiration date is 30-sep-2026. The calibration and qc recovery data provided were within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) evaluated the analyzer and found it was operating within specification. The investigation is ongoing.